Event description:
It was reported that this pacemaker exhibited noisy signals, oversensing, and pacing inhibition on the right atrial (ra) lead and the right ventricular (rv) lead. Which led to asystole greater than two seconds in this patient. Subsequently, a revision procedure was performed and the pacemaker system was explanted and replaced. No additional adverse patient effects were reported. The product is not expected to return for analysis.